Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-23204, 1627487-2020-23206. It was reported that the patient experienced discomfort post operation. The patient had the drg system implanted. When the surgery was completed, the patient complained of agitations and discomfort when awakening from anesthesia. A CT scan was ordered and showed all drg devices positioned in their proper places. However, the physician decided to explanted the system approximately two hours after implanted. After the explant, the patient had the same agitation and discomfort. The patient was brought to the hospital and held to monitor the condition. Follow up information received that the patient may be released in the near future.